Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic pulmonary lobectomy, when they cut off the lung, the device jaw won't close. Another device was used to complete the case. There was no patient injury.